Event description:
During an atrial fibrillation ablation procedure using a fast cath swartz introducer, the hemostasis valve leaked. The physician performed a transseptal puncture and a cool flex ablation catheter was advanced through the fast cath introducer. As the ablation catheter was advanced, blood began leaking from the hemostasis valve. The introducer was replaced and the procedure was successfully completed with no adverse consequences to the pt.

Manufacturer narrative:
The results of the investigation confirmed the reported leak with device insertion through the hemostasis seal. A small tear was noted at one of the outer edges of the seal slit. No other contributing visual anomalies were noted. The seal slit length measurement was consistent with the spec. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met sjm specs prior to leaving sjm mfg facilities as supported by a review of the device history record and the analysis performed. The cause of the leak with device insertion is consistent with damage during use.